Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item# 73-2634 , lot# ni, sternalock blu plate 12 hole wide ladder. Report source: foreign source: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00043.

Event description:
It is reported that during a procedure that the screw fractured before it was completely inserted. The surgeon met resistance, turned it further and the screw broke off the bonnet just below the screw head. All the broken pieces could be removed. Another device was used to complete the procedure.